Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump alarmed for hardware low level failures and battery failed. Customer stated that they are able to complete pump rewind but did not pass self test. Customer¿s current blood glucose was 5.4mmol/l. Customer advised to revert to backup plan. Insulin pump will be return for analysis.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. The power management tool confirmed the unloaded voltage and loaded voltage was within spec range. No failed battery test noted during testing or in the pump trace download. Pump error 63 alarm confirmed in the pump history due to broken traces on keypad assembly.